Event description:
The customer's mother reported that the customer's blood glucose was around 300 (mg/dl), that she wasn't sure if the cannula was inserted, and that she smelled insulin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged form the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.